Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached its elective replacement indicator (eri). The voltage is 2.51 v with a 22.4 second charge time. Six months ago the device was at 2.78 v with a 13 to 15 second charge time. It was noted that it provided no therapy and paced 2% over the life of the device. The device was implanted in december 2003. A boston scientific technical services (ts) consultant stated that this device appears to not have met its expected longevity. No adverse patient effects were reported. The patient later called twice to report that he is upset regarding having to miss work for the replacement and about the warranty only covering the device. He threatened that he planned to get a lawyer.